Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the clinical observations were resolved by unipolar programming with fixed outputs and sensitivity. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this patient was in the intensive care unit (ICU) due to a heart rate in the 30's and intermittent loss of capture on the right ventricular (rv) channel. Pacing impedance measurements have been stable. Further testing was performed with isometrics and there was no change to impedance. Additionally, capture was appropriate in bipolar and unipolar configurations. No adverse patient effects were reported.